Event description:
It was reported that the patient developed an infection from the implant site of the pacemaker system. The pacemaker system including medtronic right atrial (ra) and right ventricular (rv) leads was removed. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt code: 1930. Device code: 2993. Ref report: mw5179857.